Event description:
It was reported by service report that the customer alleged that the foot end of the stretcher dropped on its own with a patient. There was patient involvement and adverse consequences were reported. However, no information has been given at this time on the specifics of the adverse consequence. Technician could not duplicate the malfunction and found the unit to be operating to specification.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.